Manufacturer narrative:
Zimmer biomet complaint number (B)(4). UDI not available.

Event description:
It was reported that when unscrewing the implant mount from the implant, the tw1.25l screw fractured.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the following sections have been updated: b4: date of this report b5: describe event or problem d4: expiration date and UDI not available, lot number unknown g3: date received by the manufacturer h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h4: device manufacture date not available, lot number unknown h6: evaluation codes h10: additional narrative one driver was returned for investigation. Visual evaluation of the as returned product identified fracture around the tip. Functional testing could not be performed due to the nature of the device and event. Pre-existing patient conditions, tooth location, implantation period and x-ray images are irrelevant to this investigation. Picture evaluation: picture images were not provided. Review of appropriate documentation: document reviewed: instructions for use ¿ zimmer instrument kit system, zimmer dental single patient drills, driva drills and tools ¿ ifu8874 rev. 5 ¿ 08/19. Information identified: warnings and precautions. Per the applicable IFU, it is stated that surgical instruments and instrument cases are susceptible to damage and wear. Improper technique can cause device failure. DHR review: DHR review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Complaint history review: a complaint history review by item number was conducted for the tw1.25l dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe /d/ie/product holds for the reported product for similar events (complaint category keyword: fracture). Post market trending review: march post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.